Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 185 mg/dl, 203 mg/dl, and 380 mg/dl within 10 minutes. No adverse event was reported. Customer does not know which lot was used in this comparison. It is unknown if the strips used in the comparison were expired or not. Customer states they will not return the meter and strips used will not be returned.